Event description:
It was reported that the superion indirect decompression spacer patient experienced loss of efficacy and a return of their pain. An x-ray was taken, and the physician assessed that the spacer had dislodged. The patient underwent a revision procedure where the device was explanted and replaced. They are doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.